Event description:
The pt experienced a shocking or jolting sensation in her area of paresthesia, which started approximately 3 weeks before the report. The first time it occurred, the pt was standing and it felt like a 'little zap.' It felt like an electrical shock. Since then, the shocking occurred more frequently and lasted longer, 20-30 seconds. The pt was at home; her status was reported as fair. The device had been and continued to be helpful relieving her symptoms. It was also reported that the pt called the field representative 2-3 months before to report that the implantable neurostimulator felt like it was cracked and hadn't heard back from the representative. The pt was last seen in the clinic in 2006. The pt was contacted by the field representative to make an appointment. Multiple attempts for add'l info have been made. A follow-up report will be submitted if add'l info becomes available.